Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.